Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred while preparing the subject device for use during an unspecified procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (no image) was confirmed, and the device was displaying an error code e322 (scope communication error), due to failure of the camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it¿s like the loss of image and error code (e322) was due to a cable failure. The root cause of the cable failure was unable to be identified. Olympus will continue to monitor field performance for this device.